Manufacturer narrative:
This report is filed on december 06, 2017.

Event description:
Per the patient's surgeon, the patient experienced infection at implant site and subsequently was hospitalised for a duration of one night and was administered IV antibiotics. The issue could not be resolved and subsequently the device was explanted on (B)(6) 2017.